Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have a loose connection to the air in line printed circuit board, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a loose connection to the air in line printed circuit board was confirmed during product evaluation. The root cause was undetermined. The air in line printed circuit board connection was re-seated to correct the condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.